Manufacturer narrative:
Product was returned for evaluation. The return fields in oracle state: custom manual wheelchairs. Frame, head tube failure. Stud came loose from threaded head tube. Complaint was confirmed. The underlying cause could not be determined after reviewing the documentation in this investigation.

Event description:
Left front fork broke off while the consumer was in the chair.

Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Left front fork broke off while the consumer was in the chair.